Manufacturer narrative:
Thrombus was confirmed through the evaluation of left ventricular assist system (lvas). The device was returned assembled with the driveline cut approximately 11.5 inches from the pump housing and the severed distal end portion, measuring approximately 28 inches in length, was returned. The sealed inflow conduit, the sealed outflow graft, and the sealed outflow graft bend relief were not returned. The outlet elbow was returned unattached to the pump outlet port. Examination of the pump blood-contacting surface found a denatured ring of tissue-like thrombus adhered to the inlet bearing and bearing cup. The tissue showed laminated layering, indicating that the thrombus formed over an undetermined period of time while the pump was supporting the patient. In addition, the proximal side of the outlet stator revealed a small, white, non-laminated deposition situated between the outlet bearing ball and one of the blades. The lack of laminated layering and structure suggests that the deposition did not initially develop in the outlet stator. Although a root cause for the development of depositions could not conclusively be determined through this evaluation, they could have contributed to the patient's elevated lactate dehydrogenase (ldh) and pump powers. The center submitted a system controller log file dated from (B)(6) 2017 through (B)(6) 2017 for review. It should be noted that beginning on (B)(6) 2017, almost constant pump power elevations over 9 watts were captured until the end of the log file. There were no other unusual events noted in the event history and the pump speed remained above the low speed limit for the duration of the log file. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The driveline infection is captured under MFR# 2916596-2017-03092. The gi bleeding was captured under MFR# 2916596-2017-03093. Device unique identifier (UDI)-device was manufactured prior to the UDI labeling implementation. Approximate age of device: 3 years and 3 months. The device has been returned for investigation. The evaluation is not yet complete. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. The patient was seen in the clinic and admitted for community acquired pneumonia. The patient complained of shortness of breath, and progressed to extreme respiratory distress that required intubation and ventilator support. The lactate dehydrogenase was 642 u/l. The patient was admitted with high hemolytic markers, low flow alarms, and transient power elevations. The patient required inotropic support as well as extracorporeal membrane oxygenation (ECMO). The manufacturer¿s technical services reviewed the submitted log file and observed trajectories consistent with device thrombosis. The patient underwent a device exchange on (B)(6) 2017. The patient was recovering well, and the plan was for discharge. The patient had a prior history of multiple admission for gastrointestinal bleeding, and had a lower inr goal of 1.8-2.2 on 81mg asa. The inr at the time of the event was 2.4. The patient also had a history of driveline infection with chronic oral antibiotic therapy.